Event description:
The springwire guide was kinked during puncture to the patient. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The springwire guide was kinked during puncture to the patient. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single guide wire within the advancer tubing, catheter, dilator, and product lidstock for evaluation. The customer also returned a needle which was confirmed to be a non-arrow device. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have several kinks/bends, as well as an offset coil, towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located at 13mm and 20mm from the distal tip. The bend was located at 656mm from the proximal tip. The offset coil was located at 15mm from the distal tip. The overall length of the guide wire measured 687 mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.840 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Moderate resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several places towards the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The springwire guide was kinked during puncture to the patient. No patient harm. The patient's condition is reported as fine.